Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. B04960) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included morbid obesity and anemia. Concomitant products included tranexamic acid. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem"), migraine ("migraines"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("urinary problems"), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, alopecia and adnexa uteri pain was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr received, reporter added, lot number received, concomitant drug added events added as - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal,apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain,hair loss, ovary pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. B04960-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included morbid obesity and anemia. Concomitant products included tranexamic acid. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem"), migraine ("migraines"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("urinary problems"), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, alopecia and adnexa uteri pain was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Most recent follow-up information incorporated above includes: on 17-aug-2018: update of information (batch is invalid) incident no valid ot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure which was grasped with the grasper and removed in several pieces') and pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. B04960-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included morbid obesity and anemia. Concomitant products included tranexamic acid. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem"), migraine ("migraines"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("urinary problems"), headache ("headaches"), alopecia ("hair loss") and adnexa uteri pain ("ovary pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, alopecia and adnexa uteri pain was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, device breakage, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received- reporter information was added. Expiration date of essure added. New event - right essure which was grasped with the grasper and removed in several pieces was added. Event of genital hemorrhage was downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure which was grasped with the grasper and removed in several pieces') and pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. B04960-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included morbid obesity and anemia. Concomitant products included tranexamic acid. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder problem"), migraine ("migraines"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), urinary tract disorder ("urinary problems"), headache ("headaches"), alopecia ("hair loss") and adnexa uteri pain ("ovary pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, alopecia and adnexa uteri pain was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, bladder disorder, device breakage, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Lot number b04960 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.